Manufacturer narrative:
Updated fields: h2, h6, h11 corrected fields: h6 this report was sent in error. Error e001 would not cause or contribute to a death or a serious injury if it were to recur. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoscope reprocessor exhibited an error code e001 during reprocessing. There were no reports of patient involvement.